Manufacturer narrative:
Additional information added to: d4 and g5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using one unit of prismaflex machine with one unit of prismaflex m100 set, the filter had "sprayed" all over the front of the prismaflex machine through a hole in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.